Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2024. Additional information was requested, the following was obtained: no change in postoperative care. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The needle pulled off, the surgeon had to take another needle again, and it happened two times in a row. Finally another batch was taken and the needles that remained at the subcutaneous level could be recovered. There was no patient consequence, but there was an increase in operating time and increased risk of infection due to the event. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via: 2210968-2024-03512, 2210968-2024-03513.